Manufacturer narrative:
Manufacturer's investigation conclusion: a distal-end driveline replacement was performed on (B)(6) 2019 under work order#: (B)(4) and approximately 16¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was performed, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. The outer silicone jacket was unremarkable. The bionate layer was slightly discolored but showed no other signs of damage. Areas of minor breakdown in the metal braided shield were observed approximately 0.5¿, 3¿, 4¿, 5¿, 6¿, 7¿, and 14¿ from the metal connector. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient experienced multiple pump off alarms. The patient is currently at the hospitals step down unit on a ungrounded cable with no activ alarms since admission. The submitted log file analysis noted multiple pump stoppage events and low speed operations while the lvad was connected to the mobile power unit. On (B)(6) 2019, technical service arrived onsite for a percutaneous lead evaluation and replacement. Around 3 inches of the percutaneous lead was replaces without reported issue. After the repair the patient was tethered on a grounded cable. Subsequently, it was reported that the patient experienced additional low speed/pump stop events on (B)(6) 2019 while tethered on grounded cable. This suggests potential internal wire fracture. The account reported the patient declined the option for a pump exchange. No further information was reported.